Manufacturer narrative:
A device history record was reviewed and was confirmed that products were produced accomplishing quality requirements. Since the sample was not provided for evaluation the failure mode could not been confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action; if the sample is received later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/02/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump set leaks right below the purple screw in the tubing when priming.